Event description:
It was reported that (1) tlc55 and (1) tcr55 were used during a ileo conduit procedure. It was reported by the rep that the surgeon used a tlc55 linear cutter in making his anastomosis. The original gun with cartridge would not fire (lockout). On the next two firing with reloads the same thing occurred. A new tlc55 was pulled and it worked. There was no consequence to pt.